Event description:
Additional information was received from the clinic that another interrogation via the remote home monitor was successful, but the data from the interrogation was not discussed with the field representative. At this time the system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that an health care provider at the nursing home contacted patient services and stated the clinic notified them they were not receiving remote interrogation transmissions. Patient services assisted the health care provider in troubleshooting the remote interrogations and it was further noted that the red call doctor icon was lit. Patient services referred the patient to their clinic as there may have been an alert indicating a possible issue with the device that was unable to be transmitted to the clinic. At this time the pacemaker remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
A separate issue was identified in report number 2124215-2017-11014 regarding the lead which may have been the reason for the alert. The pacemaker was electively explanted during the lead revision procedure.